Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller ((B)(6)), three (3) batteries ((B)(6)), and one (1) controller ac adapter ((B)(6)) were returned for evaluation. The ventricular assist device (vad) ((B)(6)) was not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries and cac adapter passed visual inspection and functional testing. Internal inspection of the returned batteries and the cac adapter revealed no anomalies. Visual inspection of (B)(6), as well as visual evidence provided by the site, revealed contamination in the serial port, vad connector, and both power ports. The most likely root cause of the contamination can be attributed to the handling of the device. Visual inspection under 10x magnification also revealed a hairline crack around power port two (2). An internal inspection of the controller did not reveal evidence of fluid ingress. The observed hairline crack is an additional finding, not related to the reported event. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. As received, the controller was unable to communicate with the test equipment. Functional testing then revealed that the controller was unable to communicate with the external batteries, exhibited controller reset events, and the controller triggered a critical battery alarm during bench testing. Furthermore, the ¿power disconnect/reconnect power¿ error was present on the display when the controller was powered on. Additionally, the controller¿s front panel gas gauge light emitter diode (led) indicators did not illuminate while connected to batteries, however, the controller was still able to receive power from power sources and supply power to a motor fixture. Visual inspection revealed damage to the outside of a controller pin within power port one (1). Despite the damaged pins, a power source was still able to connect to the controller. Testing revealed that the damage was likely attributed to an incompatible adapter connected to the controller power port. Internal inspection revealed a damaged diode on the communication line and a damaged integrated circuit responsible for the communication between the controller and batteries. The damaged integrated circuit is connected to the user interface controller (uic) responsible for the operations of the controller; the damaged integrated circuit prevented the controller from reading battery information and caused the controllers to trigger the critical battery alarms, as well as the controller reset events. The damaged integrated circuit is also connected to the real time clock circuit and caused the date/time stamps to remain frozen. After the faulty components were replaced, the controller performed as intended. Review of data log file revealed multiple data points with a battery relative state of charge (rsoc) value of 0% or 101% logged with incorrect date/time stamps and no serial number ids or cycle counts, indicating that the controller was unable to recognize the connected batteries. Review of the event log file also revealed multiple controller reset events logged with an incorrect date and time stamp. Review of the alarm log file revealed ninety-seven (97) critical battery alarms with incorrect dates and time stamps logged with a battery relative state of charge (rsoc) value of 101% logged and no serial number ID, or cycle count, indicating that the controller was unable to recognize the batteries. Furthermore, log files revealed four (4) vad disconnect alarms with incorrect dates and time stamps, indicating a physical disconnection of the driveline from the controller, likely during troubleshooting of the controller. The corrupted data points had a time stamp of (B)(6) 2099 at 00:00:00. It is likely that the corrupted data points recorded in the log files affected the ability to generate the autologs reports. Log file analysis also revealed a controller power-up event, with an associated motor start event, logged on (B)(6) 2024 at 8:20:38, indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2). The data point recorded after the loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The controller was without power for sixteen (16) seconds. Additionally, log file analysis revealed intermittent decreases in power consumption and estimated flows over the analyzed period. In addition, fifty-nine (59) low flow alarms have been logged since (B)(6) 2024. As a result, the reported events involving (B)(6) were confirmed. The reported critical battery alarms, low flows and power disconnect events were confirmed. The reported no power events involving the batteries and the controller ac adapter could not be confirmed. The reported damaged wire involving the controller ac adapter could not be confirmed. A possible cause of the reported battery and controller ac adapter no power event and the controller ac adapter wire damage event could not be determined because the returned devices tested within specification and the issue could not be duplicated. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate vad rotational speed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Pr00551638 is investigating controller losses of power. Based on the available information, the most likely root cause for the inability to create an autologs report event can be attributed to an invalid event entry in the controller log files. The most likely root case of the inability of the controller to recognize power sources, the reported display error, critical battery alarms, power disconnect, real time clock error, and controller resets can be attributed to the damaged diodes and damaged integrated circuit. A possible root cause for the damaged diode and integrated circuit on the communication line can be attributed to a voltage spike on the communication pin of the connector. CAPA pr00465502 was opened to investigate this issue. A possible root cause of the observed controller pin damage event can be attributed but not limited to an improper connection between an incompatible adapter and the controller. Per the instructions for use, syncope and worsening heart failure are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: controller d4: (B)(6) d9: yes, return date: 08-nov-2024 h3: yes d1: battery d4: (B)(6) d9: yes, return date: 08-nov-2024 h3: yes d1: battery d4: (B)(6) d9: yes, return date: 08-nov-2024 h3: yes d1: controller ac adapter d4: (B)(6) d9: yes, return date: 08-nov-2024 h3: yes d1: battery d4: (B)(6) d9: yes, return date: 08-nov-2024 h3: yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the cac adapter had wire damage which could have contributed to the loss of power, but it is unknown if the cac adapter was involved.

Event description:
It was reported that the controller was alarming, and the controller screen was off, neither power source indicator was illuminated. A battery was exchanged for an ac adapter and the alarm stopped. It was also reported that the date and time on the controller was incorrect, and an auto log report could not be generated. Several attempts were made to correct the date and time without success. An error message occurred ¿controller update failed; value not changed". Power disconnects alarms occurred although a battery was connected. A second battery was exchanged, and the alarm resolved. It was further reported that ¿oscillating audible tone(s)¿ occurred, the controller screen went blank, and the alarm indicator was not illuminated. The patient was transferred to the intensive care unit (ICU), and the controller turned off and on when the patient moved around. The patient experienced near syncope while the vad was off and were placed on medication. The patient also experienced worsening heart failure. An echocardiogram was done and revealed the patient aortic valve was opening with each beat, along with the international normalized ratio (inr) of 4.4. It was noted that if the controller power source was stabilized, the audible tone would resolve, and the controller screen would light up. Debris was found in the controller power ports. A review of logfile data revealed that the ventricular assist device (vad) exhibited numerous low flow alarms, the controller exhibited the year 2099 and the batteries exhibited critical battery alarms and communication errors. The vad remains in use, and the controller, batteries, and ac adapter were replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420 / catalog #: 1420/ expiration date: 30-sep-2018 / serial#: (B)(6) d9: no h3: no h4: mfg date: 30-sep-2017 h5: no d1: heartware ventricular assist system ¿battery d4: model #: 1650de / catalog #: 1650de/ expiration date: 30-sep-2023 / serial#: (B)(6) d9: no h3: no h4: mfg date: 10-sep-2022 h5: no d1: heartware ventricular assist system ¿battery d4: model #: 1650de / catalog #: 1650de/ expiration date: 31-jul-2024/ serial#: (B)(6) d9: no h3: no h4: mfg date: 20-jul-2023 h5: no d1: heartware ventricular assist system ¿cac adapter d4: model #: 1430us / catalog #: 1430us / expiration date: unknown / serial #: (B)(6) d9: no h3: no h4: mfg date: h5: no d1: heartware ventricular assist system ¿battery d4: model #: 1650de / catalog #: 1650de/ expiration date: 31-jul-2024 / serial#: (B)(6) d9: no h3: no h4: mfg date: 25-jul-2023 h5: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.